Manufacturer narrative:
Further information was requested but is not yet available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a loss of capture due to fusion was observed. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.